Event description:
Procedure: sleeve gastrectomy. According to the reporter: between (B)(6) 2008 and (B)(6) 2011, we retrospectively reviewed the medical records of 116 consecutive pts that underwent lsg with staple line buttress reinforcement at an (B)(6) hospital with advanced bariatric fellowship. There were 116 consecutive pts that underwent lsg with the duet trs as part of a comprehensive weight management strategy through the weight wise program included in the analysis. The reporters observed one case of bleeding from the gastric staple line, which required reoperation with local laparoscopic over sewing with continuous suture.

Manufacturer narrative:
(B)(4).